Event description:
Once the device was positioned in the lesion, it was noticed under angiography that the stent was missing from the palmaz genesis opta pro. The stent had moved back on the stent from the original position. The stent did not dislodge into the pt. The device was prepped according to the info for use. There were no problems observed at that time. There was no tracking difficulty experienced and the device cross the target lesion without any problems. The stent delivery system (sds) was removed from the pt without injury and the procedure was successfully completed.

Manufacturer narrative:
The device has been received; however, eval has not begun as stated. Additional info will be provided within 30 days of receipt.